Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blank display. The customer's blood glucose reading was unknown. The customer replaced the battery 3 times and the pump did not turn on at all. The customer was not able to get the pump on for 2 weeks and is currently off of the pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored for several days and no blank display anomaly was noted. The pump had a cracked case at the display window corner, minor scratches and a cracked display window.